Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a smart touch bidirectional catheter and a signal loss occurred. Upon receipt, the catheter was visually inspected and it was found in normal conditions. The returned device was then evaluated for electrical resistance and current leakage and it failed on electrode #1. Further examination revealed that the lead wire #1 has no continuity causing the improper signal condition. The catheter was evaluated for eeprom, and the functionality of the sensor catheter was tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding an electrical potential and impedance display failure has been verified.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a smart touch bidirectional catheter and a signal loss occurred. Pulmonary vein isolation was performed after the smart touch catheter was connected to the carto 3 system. The ablation was conducted as 30w-35w, with some ablations at 25w. The impedance of the smart touch catheter was not displayed therefore the ablation could not be conducted. The indifferent electrodes were connected but the light which indicated the indifferent electrode was not lit. Therefore, the cable was disconnected and reconnected but the issue continued. Alert 279 'smarttouch data streaming error' was also displayed. In addition, the electric potential was not displayed on the carto 3 system or the lab when the ablation for right pulmonary vein was completed. The cable was changed but the issue did not improve. The issue was resolved by changing catheter to another one. The procedure was completed without patient consequence. Additional information was requested to clarify the event; however no further information was available. Since it cannot be confirmed that there were available electrocardiogram signals for the physician to monitor the patient's heart rhythm, this event has been assessed as reportable. Lack of monitoring of cardiac rhythm while devices are intracardiac might lead to patient injury.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 09/02/15. The analysis has begun but is not completed at this time.when the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4)